Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension vista 500 instrument on four patients. The discordant results were reported to the physician(s), who questioned them. The customer repeated the samples on an alternate instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens headquarters support center (hsc) representative was contacted by the customer. Hsc evaluated the instrument data, that indicated the system was showing intermittent negative fluid deltas and an acute situation of negative fluid deltas for the sample ID's associated with this event. The hsc recommended that the customer perform an advanced clean on the system when fluid deltas become negative. The hsc also determined that the discordant sodium, potassium and chloride results were flagged with "above reference range" flags. The cause of the discordant sodium, potassium and chloride results was unknown. The customer performed an advanced clean and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.